Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The AED was requested to be returned for further evaluation due to the customer reporting low voice prompts after installing a new battery and powering the unit.on.

Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". They reported this did not occur during patient use.